Manufacturer narrative:
The check of the DHR of the curved stem inserter (product code 9045.03.400, lot #2013h3585) and the minima s femoral stems involved in this complaint (product code stem #1: 4504.21.040, lot #201502994; product code stem #2: 4504.21.050, lot #201502997) did not show any pre-existing anomaly on the 30 curved stem inserter and the 17 minima s femoral stems manufactured with lot #201502994 and the 16 minima s femoral stems manufactured with lot #201502997. We will submit a final MDR once our investigation is concluded.

Event description:
Hip surgery was performed on (B)(6)2016, with implantation of minima s femoral stem on both left and right hip. During surgery, after impacting the stems, the surgeon wasn't able to remove the inserter from the femoral stem. When moving the inserter back and forth and around several times, the surgeon finally managed to remove it. Difficulty in removing the inserter from the stem was experience on both hips. No adverse event for the patient were reported on this matter. Event occurred in (B)(6).